Event description:
It was reported that the patient had twiddlers syndrome and the right ventricular (rv) and right atrial (ra) leads had to be revised. The rv lead had dislodged into the superior vena cava (svc), was unable to capture and undersensing r-waves. The ra lead had a near dislodgement with high thresholds due to the lead pulling back with no slack in it and occasional undersensing of p-waves. The patient was hospitalized for the rv and ra leads to be revised and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693558 implantable tachy lead, (B)(6) 2013; 419688 implantable pacing lead, (B)(6) 2013. (B)(4).